Manufacturer narrative:
A product investigation is not possible. This product was not returned to microline inc.

Event description:
During a laparoscopic cholecystectomy procedure, the tip of the renew lapclinch grasper broke when closing on the duct. The procedure and anesthesia time was extended by 25 min. There was no harm to the patient.